Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, hps-hb11, was being used during a hip arthroscopy procedure on (B)(6) 2021 when "the blades stucked until short time. There was plastic abrasion in the joint which was removed." The procedure was completed with an alternate same device. There was a 15 minute delay. There was no report of injury, medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of 2 similar events involving 5 devices for this lot number. (B)(4). Per the instructions for use, the user is advised the following: it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Do not use shaver blade or bur if they show any signs of damage. Handle all equipment carefully. If any equipment is dropped or damaged in any way, return it immediately for service. Prior to each use, perform the following: ensure all accessories are correctly and completely attached. Perform the required preoperative functional tests for the equipment and accessories. Always inspect for bent, dull or damaged blades or burs before use. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary. This issue will continue to be monitored through the complaint system to assure patient safety.